Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and inserted the was. While positioning the was in the laa of the patient the was moved deeper into the laa resulting in a perforation and pericardial effusion. The physician performed a pericardiocentesis and drained blood from the pericardial space. The blood was returned to the patient after being removed. The patient experienced a drop in blood pressure while treatment options were being considered. More blood was drained from the patient and the patient's blood pressure recovered. The decision was made for the patient to undergo open heart surgery where the laa was removed. There were no other complications that were reported to have occurred.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and inserted the was. While positioning the was in the laa of the patient the was moved deeper into the laa resulting in a perforation and pericardial effusion. The physician performed a pericardiocentesis and drained blood from the pericardial space. The blood was returned to the patient after being removed. The patient experienced a drop in blood pressure while treatment options were being considered. More blood was drained from the patient and the patient's blood pressure recovered. The decision was made for the patient to undergo open heart surgery where the laa was removed. There were no other complications that were reported to have occurred. It was further reported that the patient has since recovered and has been discharged without any issues.